Manufacturer narrative:
Device evaluation- the device was returned for evaluation. During testing the device gave an alarm with error message "1871". The error code type was determined consistent with a motor problem. The motor was replaced to address this issue. The cause of the motor problem was not definitely established.

Event description:
It was reported the device gave an error alarm while running with message "error 1871". No known adverse effects to patient.